Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that several non-sustained lead noise episodes were observed via merlin transmission. Patient is not pacemaker dependent. Review of stored egm revealed possible lead noise. Device was reprogrammed and patient will be monitored. Patient was in stable condition.